Event description:
Additional information was received indicated the following: question: 1. The event description indicated that the surgeon found some cement debris that had been left from the previous surgeon. Was the cement product manufactured by depuy? If yes, please provide the quantity, part and lot numbers of the cement. 2. Was instability related to polyethylene wear? 3. Was there any reported malposition of components that led to the instability? 4. Were any components undersized on the primary surgery that led to the instability? 5. Was the femur or tibia excessively resected/joint line raised during the primary surgery that led to the instability. Response; 1. Unknown, 2. No, 3. No, 4. No, 5. No.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and instability. The surgeon wanted to do a poly exchange. He felt that the patient needed a thicker insert. He removed the poly, trialed a thicker insert trial and felt that it gave the patient the stability that she needed. He also found some cement debris that had been left from the previous surgeon and thought that it may have contributed to some of the patient's complaints of pain/stability. Doi: (B)(6) 2018, dor: (B)(6) 2021, left knee.